Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they have two sensors that were stuck in the serter. The customer states that they tried to separate the sensor from the serter, but everything came apart and the needle came off. There was no information on the sensor gathered. The customer did not wish to contact the help line, because it was not a big deal for him. The customer is being sent replacement sensors.